Event description:
The account reported system intermittent delay during treatment; that the system is running slow post first patient. System firing / not firing delayed when footswitch pressed / depressed; mouse slow response and eye tracker slow response were reported. The system was rebooted and eye tracker still reacting slow.

Manufacturer narrative:
(B)(4). The following information should have been included in the initial MDR narrative - after reimage and reloaded of software the hard disk drive (hdd) free space increased to 3.5gb from 2.0gb. Surgery support completed with no issues found. Equipment to be monitor until 7/17/15. On 7/10/15 customer 7 usb pen drives were formatted and on 7/20/2015 monitor period was completed with no repeated issues.

Manufacturer narrative:
(B)(4). The field service specialist (fss) inspected the unit and did not observe the reported issues of delayed actions, system restarting and tracker not working correctly. However the mouse movement was very delayed in windows. After a series of unexpected errors, fss replaced the hard drive, reimaged system / reloaded software. Through follow ups with the fss, it was learned that the flap was created fine on the intralase but the actual refractive treatment was not started as the visx excimer was not behaving correctly. The visx excimer was not responding correctly to user inputs. There appeared to be a delay between them locking the bed and the screen showing it locked, firing the laser and it firing or stopping, the tracker was not usable due to this. The account restarted the system and they thought it was ok but the tracker was still not tracking, so they asked for an engineer to check the unit. When the field service specialist (fss) got there the account could not demonstrate the reported issue because the unit was working, however when fss went into windows the mouse kept freezing. Fss suspected the freezing or delay was due to the processor being busy with some sort of corruption, hence fss reloaded the software. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: a review of the records related to this equipment shows no failure detected. The star operator manual was reviewed and found the equipment labeling provides adequate warnings and possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.